Event description:
As reported by the user facility: brief inquiry description: pump detecting air during infusion of norephinephrine. Detailed inquiry description: please note the following as reported internally as jackson " the braun infusion pump that is infusing norepinephrine to sustain the patient's cardiac function is continuously detecting air and the IV tubing had to be disconnected twice to prime out the air in line. During the second re-priming the patient became hypotensive." Patient injury or death no was medical intervention necessary no was therapy incomplete, incorrect or interrupted yes describe: as per report from organization- during second re-priming of tubing patient became hypotensive.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. Because a lot number was not provided it is not possible to determine if this device met the specifications that applied at the time it was manufactured. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.